Manufacturer narrative:
The reported malfunction was observed during initial testing. However, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. A system interconnection flex cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.